Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code is unknown. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter's afterhours call service that the homechoice (hc) machine sounded a system error (se) 2240 alarm during dwell 4 of 4. The patient was connected to the machine at the time of the alarm. The patient did not disconnect any time prior to the alarm and all bags were properly spiked and connected. There was nothing unusual noted about the supplies. The technical service representative (tsr) assisted the patient to cycle power to clear the alarm. The tsr explained the alarm indicated air entered the set up. The tsr avised the patient to report alarm to the peritoneal dialysis nurse. The patient confirmed to finish therapy manually. No clinical consequences for the patient were reported.